Event description:
It was reported that when the patient had their device replaced in (B)(6) 2006 their health care provider (hcp) also moved the wires because they thought that the wires weren¿t fixed right.

Manufacturer narrative:
Concomitant products: product ID 3889-28, lot # j0349044v, implanted: (B)(6) 2003, explanted: (B)(6) 2006, product type lead; product ID 3095-10, serial # (B)(4), implanted: (B)(6) 2003, product type extension. (B)(4).